Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 14-mar-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported "the cap was easily displaced from the tether. Nurse reported the male child pulled on cap an it came off of tether." There was no reported injury and there was no report the patient put the component in his mouth.

Manufacturer narrative:
The device history record for the reported lot number, 20081659, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The sample was received with opened original packaging. It was inspected prior to decontamination and appeared that the components were intact. No loose parts were observed. After decontamination, the sample extension set was inspected again, no visible damage was seen on the enfit caps and straps however, when tried to replicate the complaint by separating the enfit caps from the purple straps, it was easily to be detached. The strap was inspected for tearing, damages, no damages except for some scratches on the side port strap. The straps did not appeared stretched as well as it did not exhibit any stretched markings on the strap components. Root cause could not be determined all information reasonably known as of 18-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.